Event description:
It was reported that the "dial was not going back to zero and it gets hung up on 2 to 10". There was no patient involvement with this device. It was reported that no further information is available.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection indicates that that the manometer is out of specification. A possible root cause is a blown gauge. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.